Manufacturer narrative:
E1: reporting institution phone# (B)(6). E1: reporter phone#(B)(6). A philips authorized service personal (asp) evaluated the device and confirmed that respiratory parameters could not be measured when using department electrode pads due to excessively high impedance. The asp replaced the department electrode pads with original philips electrode pads, restoring normal respiratory signal detection. The device was confirmed to be free of faults and returned to normal operation. Analysis was performed and investigation has been completed. The engineer replaced the electrode pads for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient monitor efficia cm10 indicating that the device failed to perform ECG or breathing tests, resulting in inaccurate readings. The device was in use on patient at time of event, there was no adverse event reported.